Event description:
Assistance was inquired to test the pump to make sure the device is working properly. The customer is currently hospitalized but is unsure of cause. The customer has discarded the infusion set that was in the pump when customer was hospitalized. Troubleshooting was performed. The time on the pump was off. The basal rates and histories on the pump are correct. Bgs were not treated prior to hospitalization. The insulin exited. The high-pressure test passed. Explained to the customer that the pump is working properly. Instructed the customer on the two high big rule.